Event description:
It was reported that the patient underwent a carotid endarterectomy 4 days prior to event date at a health systems facility. Prolene suture was used with a gortex patch. On event date patient was brought to a hospital for repair as pt was experiencing bleeding from the neck. Surgical repair was required and the pt recovered with no further sequelae reported.